Event description:
It was reported that the 9800 system had poor, grainy images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. There was a surgical table used, not an x-ray table, and the pt was large. The system was tested and found to be working as intended, and put back into service.